Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The defib-monitor flex cable will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis forreports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed the self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement at the time of the reported malfunction.